Event description:
The tissue of the defect was "too soft" and therefore, the amplatzer® septal occluder (aso) did not seat well and embolized.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a stricture sigmoid colon procedure, due to severe chronic diverticulitis with partial obstruction. The device was used to anastomosis the colon portion of the bowel. The device did not fire and the anvil fell off into the bowel. The surgeon had to perform the entire procedure. The or time was extended by one hour. Another device was used to complete the case. There was no adverse consequence to the patient.